Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four pictures and two samples were received for evaluation. Visual and functional testing were performed. Visual inspection found they were in used condition, without the original packaging and with the certificates of safe handling. During functional testing, the samples were inflated with air, the cuffs only inflated on one side. The pilot balloons were manipulated and the cuffs inflated. After the cuffs inflated, they were deflated and inflated four times. The cuffs inflated completely and symmetrically; based on analysis the complaint is not confirmed. The root cause of the issue could not be determined. No actions were taken since the complaint was not confirmed. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that two tracheostomies are defective. One is not inflating and the other is only inflating on one side. No patient injury was reported.